Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thoracoscopic lobectomy, the staple cartridge broke off while being used to transect a blood vessel, and the issue was resolved by replacing the cartridge with a new one. There was no injury to the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired. The jaws were damaged. The anvil was bent upwards. The cartridge was not attached to the reload. The cartridge was damaged and broken. The drive pin was missing. The cartridge side jaws were missing. A manufacturing assessment concluded that the reload was fully fired. The jaws were damaged. The cartridge was not attached to the reload. The drive pins broke and fell out. Markings inside the pivot holes demonstrates that the drive pins were inserted into this device, with knurl markings and drive pin remnants visible inside the pivot holes. The knife was retracted and did not exhibit any damage, demonstrating that this unit was fully fired with the knife retracted prior to the damage seen in the state of the device upon return. It was reported that a component disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtr onic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.